Manufacturer narrative:
Email address for contact office: (B)(6). The investigation determined that lower than expected vitros dgxn results were obtained from a non-vitros biorad quality control (qc) fluid and a vitros therapeutic drug monitoring performance verifier (tdm) using vitros chemistry products dgxn slides lot 1921-0257-0726 on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause of the event on (B)(6) 2020. Historical quality control results were acceptable at the time the lower than expected dgxn result was obtained. The customer reprocessed the fluid and obtained an acceptable result. It is unknown if the customer used a fresh sample or vial of the biorad qc fluid and therefore, a fluid related issue could not be confirmed nor ruled out as a contributor of the event. The cause of the lower than expected vitros dgxn results from (B)(6) 2020 and (B)(6) 2020 is unknown. Acceptable diagnostic within run vitros alkp and vitros crbm within run precision test results completed on (B)(6) confirmed the vitros 5600 system was performing as expected. Historical quality control results are acceptable, therefore an issue related to vitros dgxn lot 1921-0257-0726 is not a contributor to either event. The lower than expected results obtained on (B)(6) when processing a biorad qc fluid and on (B)(6) 2020 when processing a vitros tdm pv fluid were obtained using the same calibration parameters generating the acceptable historical quality control results. A fluid handling issue cannot be ruled out or confirmed as the cause of the events. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn lot 1921-0257-0726.

Event description:
A customer contacted the ortho clinical diagnostics technical service center (tsc) to report lower than expected digoxin (dgxn) results obtained from a non-vitros biorad quality control (qc) fluid and a vitros therapeutic drug monitoring performance verifier (tdm) processed using vitros chemistry products dgxn slides on a vitros 5600 integrated system. Biorad lot 85210 l3 vitros dgxn result of 1.6 ng/ml vs the expected result of 3.14 ng/ml ((B)(6) 2020); biorad lot 85210 l3 vitros dgxn result of 1.94 ng/ml vs the expected result of 3.14 ng/ml ((B)(6) 2020); vitros tdm iii w7852 vitros dgxn result of 1.6 ng/ml vs the expected result of 2.53 ng/ml ((B)(6) 2020). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from qc fluids and were not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 3 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).